Event description:
It was reported that this right ventricular lead exhibited loss of capture. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.